Event description:
During an initial implant procedure, the patient experienced atrioventricular block. Further information has been requested but has not been received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.